Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017, 5076-52 lead, implanted: (B)(6) 2017, 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hematoma. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.